Event description:
After an implantation period of approx. 8 months, oversensing on the ventricular channel was reported. The device was reprogrammed from monopolar to bipolar ventricular detection. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.